Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post the implant of a right atrial (ra) lead that the lead exhibited a low impedance alert. There was also a atrial refractory event which could be premature atrial contractions or over-sensing. The patient was called into the hospital where it was confirmed by x-ray that the lead had dislodged. Intermittent capture was also found. The ra lead was repositioned and remains in place. No patient complications have been reported as a result of this event.